Event description:
Patient with heartmate ii left ventricular assist device (lvad) has had a significantly complicated course from the beginning due to chronic gastrointestinal (gi) bleeding events requiring frequent outpatient blood transfusions and inpatient hospitalizations for management. Patient was admitted due to another gi bleeding event in the setting of recent attempt to resume low dose antiplatelet and coumadin (with low inr goal 1.5-1.8) after recent cerebral vascular accident (cva). Five units of transfused blood were required. Endoscopic evaluation revealed a jejunal arteriovenous malformation (avm) which was treated. Five units of transfused blood were required during this hospitalization. Endoscopic evaluation revealed a bleeding jejunal avm. Aspirin and coumadin were resumed due to risk for recurrent stroke. Patient verbalized weariness with the repeated hospitalizations, frequent blood transfusions, and ongoing complexity of balancing his clotting and bleeding risks. Patient requested do-not-resuscitate order (dnr), and was discharged to home hospice; patient expired on 2021.